Event description:
Treatment of a left ophthalmic aneurysm. It was reported that the patient experienced massive intraparenchymal hemorrhage (iph) approximately 18 hours post procedure. The iph was located in the left mca region immediately adjacent to sylvian fissure. The patient was found unresponsive and was intubated. Subsequently the patient expired.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).